Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had a crack in the barrel and leaked during use. The following information was provided by the initial reporter: "we had a problem on (B)(6) 2022, while using a 3ml syringe. The syringe started leaking. We looked at the syringe and there was a long crack in the body of the syringe. Other syringes in that box are fine."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 15-mar-2022. H.6. Investigation: three photos and one loose 3ml syringe was received. Through visual inspection, it was observed that there was a large vertical crack on the syringe body outside of the print area approximately half the length of the barrel and also observed scratches that removed a small amount of print between the 1.5ml and 2ml grad lines. The observed barrel crack was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe had a crack in the barrel and leaked during use. The following information was provided by the initial reporter: "we had a problem on (B)(6) 2022, while using a 3ml syringe. The syringe started leaking. We looked at the syringe and there was a long crack in the body of the syringe. Other syringes in that box are fine."